Event description:
It was reported that the patient presented with unstable angina. During a procedure of the mildly tortuous, mildly calcified, 80% stenosed, proximal circumflex artery after pre-dilatation with a non-abbott balloon dilatation catheter (bdc), the 2.75 x 23 mm xience v stent was successfully implanted, followed by post-dilatation with a non-abbott bdc. The patient was transferred to the critical care unit (ccu); however, the patient condition worsened. It was noted that the patient experienced symptoms of hypotension and an unspecified vessel occlusion which was possibly thrombus. Percutaneous transluminal coronary angioplasty (ptca) was attempted, but the lesion could not be opened. The patient condition continued to decline and subsequently the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial report, the following information was received: post 2.75x23mm xience v stent implantation and after the patient was in the critical care unit, the patient remained symptomatic and was returned to the catheter lab. The lesion remained sub-totally occluded and it was thought to be due to a plaque shift, not thrombus. Intervention was attempted but the lesion remained sub-totally occluded. The patient continued to decline and subsequently died. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Hypotension, ischemia and death are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.